Event description:
During vaginal prep, the sponge broke inside the patient's vagina. Frank bleeding was noted and upon examination by the surgeon he noted a circular 3x2cm laceration near the cuff. On left lateral wall a liner 2cm laceration was noted. On the right posterolateral wall, a stellate laceration about 1.5cm was noted. Surgeon repaired vaginal tears.